Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a dream about consuming food, and awoke around 10:30 p.m., and delivered a 7 unit bolus. Around 12:30 a.m., the customer's continuous glucose monitor (cgm) woke the customer up as blood glucose (bg) level was 64 mg/dl. To treat the low bg level, the customer drank juice, consumed 4 glucose tablets, and chocolate. Recommendation was made to consult with health care provider regarding diabetes management. The customer was using manual injections for insulin therapy.